Manufacturer narrative:
(B)(4). Medical products- kne-unknown--vanguard cr¿femoral, kne-unknown--vanguard cr¿bearing. Reported event was unable to be confirmed due to limited information received from the customer. A picture of parts removed was provided and examination of the picture identified foreign material and blood on the distal side of the tibial and femoral components. Tibial component also has bone ingrowth and cement on the antero lateral surface of the inferior side. Foreign material and blood on the condyle side of the articular surface can also be seen. Screw from the picture does not seem to have any problem. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number 0001822565-2017 - 06828. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2017-10262, 0001825034-2017-10256.

Event description:
It was reported that the patient was revised to address pain. The femur appeared to not have fully bonded. No additional patient consequences were reported.